Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) did not remain inflated during withdrawal. A new mynx vcd was opened and used to achieve hemostasis. There was no reported patient injury. The customer stated that they prepared the device per the instructions for use, tested the balloon outside the body with normal results, inserted the device, and inflated the balloon. When they prepared to pull the device back to the venotomy, the balloon indicator was no longer visible. After removing the device, they observed a small hole in the balloon, which was the reason it would not stay inflated. The mynx vascular closure device (vcd) was used during an electrophysiology (ep) procedure, and a retrograde approach was employed. The deployer was mynx certified. The device was used in the femoral vein, and the vessel diameter was confirmed to be at least 5 mm. The mynx vcd was stored and prepared according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vein. Before the closure device was pulled back to the venotomy, the physician observed that the balloon inflation indicator had retracted back into the device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) did not remain inflated during withdrawal. A new mynx vcd was opened and used to achieve hemostasis. There was no reported patient injury. The customer stated that they prepared the device per the instructions for use (IFU), tested the balloon outside the body with normal results, inserted the device, and inflated the balloon. When they prepared to pull the device back to the venotomy, the balloon indicator was no longer visible. After removing the device, they observed a small hole in the balloon, which was the reason it would not stay inflated. The mynx vascular closure device (vcd) was used during an electrophysiology (ep) procedure, and a retrograde approach was employed. The deployer was mynx certified. The device was used in the femoral vein, and the vessel diameter was confirmed to be at least 5 mm. The mynx vcd was stored and prepared according to the IFU. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vein. Before the closure device was pulled back to the venotomy, the physician observed that the balloon inflation indicator had retracted back into the device. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. With respect to the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An inflation/deflation functional analysis was attempted; however, a loss of pressure was observed during balloon inflation, consistent with the reported event. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon longitudinal tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced after inflation in the patient. However, as there were no issues noted during prep of the device, handling factors, access site vessel characteristics (which was not reported) and/or concomitant device factors most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.